Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the bipolar yaw pulleys, between both grips. The instrument failed the electrical continuity test in one of the grips. Additionally, after visual inspection, the instrument was found to have a broken grip cable at the yaw pulley. The cable was fully broken as reported by the customer. The complaint was confirmed by failure analysis. Additionally, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cautery cable was not damaged.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument did not deliver energy in the middle of the procedure and the wire near the instrument tip was found broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.